Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor (cgm) alert did not enunciate as expected. Tandem technical support verified cgm alerts were received, however, customer alleged the alerts received were not audible as expected. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.